Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were examined by their dentist. After examination it was determined that clear aligner therapy through invisalign is indicated to correct the bite of the patient's mouth to avoid any further damage or decay. Patient needs constant doctor evaluation for a case of this degree. Patient has started the invisalign, byte aligner treatment stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.